Event description:
During the device evaluation, it was observed that the adhesive on the subject device may be chipped, potentially causing debris to fall into the body. No patients were involved in this evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.